Event description:
It was reported that the patient had a non healing sore over the battery. An explant was required. The patients status was alive with no injury. It was further reported that a company representative planned to meet with the patient to clear the por. It was further reported that there was an infection noted. Of note, therapy had been working fine. The patient had been given treatments to heal the sore prior. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. The stimulator was functionally ok. Final device analysis of the lead revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.